Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. All testing performed showed the phaco and vacuum were within specifications. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
During a cataract procedure, the tip became occluded in sculpt mode. A description from the surgery center indicated during the procedure, the system was intermittently not working when the sculpt mode was enabled. The customer attempted to extract a large piece of the cataract that did not fully phaco and the tip became occluded. The tip was flushed out when the procedure was ended. The tip was replaced. The surgery center reported they were able to proceed with scheduled procedures for the remaining day and the following day with no issues.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.